Manufacturer narrative:
29-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via online chat that a hard plastic white piece with a tiny pin broke off from the back of the toothbrush head in his/her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via online chat that a hard plastic white piece with a tiny pin broke off from the back of the toothbrush head in his/her mouth. No injury was reported.